Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7081854, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 7081848, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had a fall and was not getting relief due to the spinal cord stimulator (scs) lead had moved down. The patient underwent a spinal cord stimulator (scs) revision procedure and the physician added a new lead at a higher position, was doing well postoperatively and the explanted implantable pulse generator (ipg) was disposed by the facility.